Event description:
It was reported that the device had early eri (elective replacement indicator) of less than five years and the left ventricular lead had capture greater than five volts. The device and lead were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. (B)(4) the device was returned and analyzed and revealed normal battery depletion. The device met 80% of expected longevity.